Event description:
Per the clinic, the patient experienced a chronic infection around the implant side resulting in skin flap necrosis and exposure of the receiver/stimulator. The device was explanted on (B)(6) 2012. Reimplantation is planned but has not taken place as of the date of this report (B)(4) 2012. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.